Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection a hole was observed in the sterile packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was due to the incorrect manual loading of the device into its sterile packaging. A CAPA has been opened to address this issue. The packaging operators have been retrained on proper technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access enteral nutrition set had ripped sterile packaging. This was identified upon receipt of the product by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.